Manufacturer narrative:
Additional parts involved;catalog no. Lot no. Mfg. Date code 27914 ca091907 10/27/2006 fzxmanufacturing records were reviewed and no anomalies were identified.

Event description:
Guide wire thread broke off in patient's tibia. Threads of connecting bolt are stripped and caused jig to disassociate from nail during surgery. Patient outcome: no adverse affect reported as a result of this event.